Manufacturer narrative:
The investigation determined that report lower-than-expected vitros intact pth (ipth) result obtained from non-vitros mas omni-immune quality control (qc) fluid when using a vitros immunodiagnostic product intact pth (ipth) reagent on a vitros xt 7600 integrated system. The first event occurred on (B)(6), 2022. A definitive assignable cause could not be determined. The customer did not perform any precision testing on the instrument, so no assessment of the instrument performance at the time of the event was made, therefore, an instrument issue cannot be completely ruled out as a contributor to the event. A known performance issue could have contributed to the event as ortho distributed a communication (B)(4) potential for negative bias when using vitros® immunodiagnostic products intact pth reagent pack) to all customers on 17 november 2022, who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when using the affected ipth lots listed, customers may experience lower than expected results. When processing patient samples an average negative bias of approximately -12% may be observed. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. The FDA was notified of this issue on(B)(6), 2022. Please refer to report #: (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result obtained from non-vitros mas omni-immune quality control (qc) fluid when using a vitros immunodiagnostic product intact pth (ipth) reagent on a vitros xt 7600 integrated system. The first event occurred on (B)(6), 2022. Ipth lot 1610, mas level 1 result of 15.39 pg/ml versus the expected result of 22.5 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was obtained from non-patient fluids, there was no indication that patient samples were affected around the time of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).